Event description:
Implants were done on 3/22/74. Medical records show that implants are on top of muscle. Immediately after surgery, rptr had an infection of the left breast. For yrs following, rptr has had burning and stabbing sensations (spine chilling) to that breast. (Surgeon moved soon after surgery, so rptr felt she had no one to readily go to.) She has been fatigued for yrs and yrs. Her hands and feet swell, her joints ache and get stiff. Rptr has severe headaches often. She was horrified to see the mammograms done since age 45 show tissue totally blocked by implants no good for detecting cancer. Rptr is in constant fear of cancer not being detected due to these implants. Rptr honestly believes that the implants are the cause of her unexplained fatigue and "just feeling terrible." She would like to have implants out, but also is afraid of being put to sleep. Since the implant illnesses have recently been revealed, her drs could not relate to this cause. Rptr has had yearly visits to her gyn, mostly for mammograms, which she finds out now were useless. Rptr is not a complainer and conveyed mostly fatigue which was contributed to stress since implant cause was not known. In 1990, internist did x-rays and bloodwork for fatigue and headaches, she related to stress since at that time relationship of implants and illness was unknown.